Event description:
The facility reports while trasferring the pt from the wheelchair to an alternate area, the lift leg collapsed. No injuries occurred.

Event description:
The facility reports while transferring the patient from the wheelchair to an alternate area, the lift leg collapsed. No injuries occurred.